Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the lens was explanted due to mechanical malfunction. Additional information was provided that the patient experienced diplopia and examination showed the displaced lens. The iol was exchanged in a secondary procedure for different power lens. There was no patient harm. No further information available.